Event description:
It was reported that a device displayed a system error 105 message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
The manufacturer ref no.: (B)(4). Baxter received the device in question. The eval is not complete. When the eval is complete, a supplemental report will be submitted.